Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient has had a few accidents for the last week, about 10 days, and they could feel their ins move and feel it bulging out. The patient noted they had been drinking more water and weren't sure if that was why they had accidents. The patient was going to adjust their stimulation, but they only got poor communication. Antenna placement was reviewed, and the patient was directed to their healthcare provider to check their ins. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicating that the patient did not report any problem to the healthcare provider¿s office. No further complications were reported.